Manufacturer narrative:
The received device had the cannula assembly deployed. The download data reported an 0x12 low voltage detection alarm; the device completed 50 pulses and was deactivated during the second priming sequence. The batteries had sufficient charge. The device was connected to a master pdm and a 5 unit bolus was delivered without issues. The cannula measured the correct full length according to specification and did not appear damaged. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. A root cause for the reported dislodged cannula could not be determined. A leak test found no leaks or tears in the fluid path.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to between 350-400 mg/dl while wearing the pod between 24 and 36 hours. The pod leaking insulin during wear was also reported. When removed from the infusion site (back), the pod's cannula was found to be dislodged. As treatment, a bolus was administered with a syringe. The patient's blood glucose history is as follows: time bg (mg/dl), 9:21 am 380 1.5 via syringe.